Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 67-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a "console error-switch to backup console" error message. The error message resolved itself, but the team switched consoles proactively. The aic was returned for evaluation.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email d2 device name updated f6 and f8 should have been left blank updated h3 to device evaluation anticipated h6 type of investigation code added.